Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a mapping procedure a intellamap orion high resolution mapping catheter was selected for use. It was reported that signals were lost from several electrodes during the procedure. The procedure was cancelled and was not completed. No patient complications were reported.